Manufacturer narrative:
The technician repositioned the latch cover that was preventing the siderail from latching, to repair the bed.

Event description:
Info received indicates the left foot siderail will not latch.